Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to autofill and alarmed autofill failure, the customer aborted iabp therapy and moved the patient to impella. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp immediately after the reported issue and reported that the only thing that was found wrong was the helium tank which did not have the correct washer with black seal. It had a plastic ring in place allowing helium to escape out not filling balloon with set 80cc of helium causing autofill failure alarm at startup. Subsequently, the fse returned to the site and re-evaluated the iabp and was unable to reproduce the reported "autofill failure alarms" issue. The fse ran the iabp through a complete calibration and functionality test and it passed. The fse also ran the iabp on a test balloon and on a trainer for approximately one hour with no problems. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to autofill and alarmed autofill failure, the customer aborted iabp therapy and moved the patient to impella. No patient harm or adverse event was reported.